Event description:
As stated by the customer on the 2010-(B)(6): (B)(6) stated that a 300 plus pound resident had completed a bath and was on the miranti. The resident was positioned at the foot end, center of the miranti attempting to transfer from it to a wheelchair when the miranti tipped over onto the resident. The resident was panicked and it took several minutes to calm the resident down. The staff then took several minutes to get the resident into the wheelchair. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.